Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 9mm amplatzer septal occluder was chosen for implant using an unknown delivery system. During procedure, the occluder took the form of cobra and failed to be successfully re-shaped several times. A new 10mm amplatzer septal occluder was chosen and completed the procedure successfully. The patient was reported stable and discharged from the hospital.

Event description:
N/a.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use revision b, the recommended size delivery system for use with a 9 mm amplatzer septal occluder is an 6f.